Manufacturer narrative:
B3: date of event is unknown. One device was received for investigation. The device was visually inspected and functionally tested. Visual inspection found the dso seal to be damaged. Functional testing found that the motor has more than 12 million revolutions. The dso seal and the motor will be replaced. Service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the issue of the device is unknown. There was unknown patient involvement and unknown patient harm/adverse event reported. Investigation found that there was a damaged dso seal.